Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. Review of the provided image was performed and the image of the mcs instrument is consistent with the alleged issue of a broken cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.